Event description:
During ambulance transport of patient between sites, there was an attempt to initiate mivf (mainline IV fluids) in route in the ambulance. There was an IV pump malfunction. Main channel a of 3 channel pump locked up. Unable to program other channels b or c. Suspect this may have been because pump recognized a being used.